Manufacturer narrative:
Device evaluation of monitor sn(B)(4) has been completed. The reported problem (cannot run detect or treat) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q6, q7, q8, q10, q12, and q16 on the defibrillator pca.: the root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.